Event description:
The customer reported fluid leaked and overflowed from the electrolyte injection cup (eic) involving unicel dxc 800 synchron system. The customer stated eic was half full of fluid and leaked onto the drip tray. Patient results were not generated. The customer had on personal protective equipment (ppe): gloves, laboratory coat, and prescription glasses during the incident. The customer cleaned the fluid leak and referred to the material safety data sheet (msds). The customer has an exposure control/risk management plan at the facility. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse discovered fluid overflowed from electrolyte injection cup (eic) and flowcell waste tube. The fse noted line #15 had low vacuum. The fse replaced line #15 due to a slight kink under the eic module and resolved the issue. The unit conformed to the manufacturer's published performance specifications. (B)(4).